Manufacturer narrative:
Follow-up #1: date of submission 04/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was evidence of moisture contamination behind the display lens. Due to the moisture contamination, the pump's display screen was blank. There was evidence of a voltage drop observed in the black box on (B)(4) 2015. No excessive pump temperature was duplicated during the investigation. A leak test showed that there was a leak at the display lens. There was evidence of moisture contamination throughout the inside of the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was having a temperature issue after being submerged in water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.